Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6)2022 with an intermittent nosebleed. Elevated international normalized ratio (inr) was noted. The left nares was cauterized with silver nitrate and packed with rhino nasal pack. The patient was discharged from the ed and the bleeding resolved the same day.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.